Event description:
A male patient's wife contacted lifecor customer support to report that velcro was pulled away from the back left ECG housing. Support sent patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. There was loose velcro on the back of the ECG housing, which was replaced. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.